Event description:
Generator product analysis was completed. The near end of service, or neos, allegation was confirmed in the product analysis, or pa, lab. The generator diagnostics were as expected for the programmed parameters and the generator performed according to functional specifications. The battery measured 2.426 v at the completion of the fet, confirming the neos = yes condition. The electrical performance of the generator as measured in the pa lab was used to conclude that no anomalies existed and the neos condition was an expected event. There were no performance of other adverse conditions found with the generator.

Event description:
It was reported via clinic notes received by the manufacturer that the patient was referred for vns generator replacement due to a low battery. However, during the replacement surgery, high impedance was observed on the patient's generator prior to replacement. Once the generator was replaced with a m1000 vns generator, the diagnostics were within normal limits. Diagnostics were ran multiple times with similar results on the new generator. It was stated that the surgeon did not know why the m103 vns generator was reporting high impedance. As the new generator's diagnostics were within normal limits, it is likely that a position-dependent lead fracture or microfracture is present in the lead. The explanted generator was received by the manufacturer and is pending product analysis. No additional relevant information has been received to date.